Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she discontinued use of the scs system due to it no longer provided effective pain relief (date of event is unknown). As a result, surgical intervention was undertaken on (B)(6) 2015. The entire system was explanted.